Event description:
12 year old male with medical history of double outlet right ventricle. Pulmonary artresia. Tetrology of fallot. Ventricular septal defect. Thrombosed inferior vena cava with collaterals status post waterston and re-op in 1975 status post aorta to pulmonary shunt 1979 underwent right ventricular outflow tract procedure with 20mm aortic homograft, ventricular septal defect repair, waterston and central shunts take down on 7/1/85. On 10/18/93 homograft was explanted due to calcification and stenosis per site. Site noted that the valve "was rock hard and calcified." Site relates explant to homograft.